Event description:
The customer reported that the insulin pump alarmed low suspend. Troubleshooting was done for threshold suspend. Customer's last blood glucose reading was 82 mg/dl. Customer's blood glucose was unknown at the time of the event. Customer's threshold alarm was set to 60 mg/dl, and had several threshold suspend alarm. The customer was advised the calibration technique. Customer stated took 4.0 units with the insulin pump and did not eat, blood glucose dropped to 38 mg/dl and treated with food and drink. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).